Event description:
The report indicated that during an atrial fibrillation (afib) ¿ persistent ablation procedure with a qdot micro catheter, the patient experienced a perforation/cardiac tamponade treated with draining of blood and surgery to close the perforation. During the procedure, a perforation was suspected on patient and a tamponade was observed. It was noted that they noticed an artifact on the signal of the ablation catheter the moment the perforation happened. Procedure was cancelled and ¿couldn't terminated¿. Additional information was received which indicated that intervention provided was draining of blood and surgery to close the perforation. The patient fully recovered. The energy source was radiofrequency (rf) when the adverse event occurred. No catheter exchanges occurred during the procedure, and 2 transseptal puncture sites were performed during the procedure. The number of performed ablations was 79, and no ablations were performed outside the pulmonary veins. Force sensing catheter used was a qdot. Force visualization features used were dashboard, vector, and visitag, with visitag parameters of ablation index 3mm tags and 3 seconds. No additional filter was used with visitag, and color options prospectively used were ablation index. Transseptal puncture was performed. Prior to noting the tamponade, ablation was performed. There was no evidence of steam pop. The patient was under general or local anesthesia for one hour. The physician¿s opinion regarding cancellation of the procedure was that it did not contribute to the serious injury. The patient did not require extended hospitalization. The signal artifact is not MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31491424l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 03-jul-2025. The report indicated that during an atrial fibrillation (afib) ¿ persistent ablation procedure with a qdot micro catheter, the patient experienced a perforation/cardiac tamponade treated with draining of blood and surgery to close the perforation. During the procedure, a perforation was suspected on patient and a tamponade was observed. It was noted that they noticed an artifact on the signal of the ablation catheter the moment the perforation happened. Procedure was cancelled and ¿couldn't terminated¿. Additional information was received which indicated that intervention provided was draining of blood and surgery to close the perforation. The patient fully recovered. The energy source was radiofrequency (rf)when the adverse event occurred. No catheter exchanges occurred during the procedure, and 2 transseptal puncture sites were performed during the procedure. The number of performed ablations was 79, and no ablations were performed outside the pulmonary veins. Force sensing catheter used was a qdot. Force visualization features used were dashboard, vector, and visitag, with visitag parameters of ablation index 3mm tags and 3 seconds. No additional filter was used with visitag, and color options prospectively used were ablation index. Transseptal puncture was performed. Prior to noting the tamponade, ablation was performed. There was no evidence of steam pop. The patient was under general or local anesthesia for one hour. The physician¿s opinion regarding cancellation of the procedure was that it did not contribute to the serious injury. The patient did not require extended hospitalization. The signal artifact is not MDR reportable. Device investigation details: a visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device number lot 31491424l and no internal action related to the complaint was found during the review. The electrical issue and adverse event reported by the customer could not be confirmed. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).